Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented to clinic with noise on ventricular lead. Noise was reproducible with isometric exercises. The lead was capped and replaced on (B)(6) 2016. Patient's condition was stable during and post-procedure.